Event description:
It has been reported that the seat is cracked on a 6500-bhd commode, and is causing the end user to have welts on her bottom. The end user's husband moisturized the skin to avoid breakdown. The welts have not broke the skin, but it's beginning to look like scar tissue. No report of medical intervention.